Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from their catheter area during their pd treatment. The patient contact reported receiving a drain complication encountered. Please check patient line and drain line message during drain o of 4 of treatment. The patient contact reported that air bubbles were discovered in the drain line. The patient reported that the solution leaked out all over their bed from their catheter area. The patient contact reported that they were feeling pain after draining and is unaware if the patient was full or empty when the fluid leak was discovered. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (porn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient stated they are trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The patient stated that their treatment was completed after their nurse came and change their catheter the same day. The patient confirmed that the fluid leak occurred from their catheter. The patient stated that the fluid leak was discovered when they woke up to a pool of water in their bed. The patient stated that it is unknown when the fluid leak actually occurred. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is continuing peritoneal dialysis therapy with no further issues. The liberty cycler set and catheter used by the patient was discarded and is not available for return for physical evaluation by the manufacturer. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).